Event description:
It was reported that, during testing, the touch screen on an 980 ventilator was unresponsive. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found diagnostic codes in the memory logs relevant to the reported issue, however, was not able to reproduce the reported issue. The se also reported that one of the screws for the graphical user interface (gui) was broken at the connection point on the back of the breath delivery unit (bdu). The se replaced the screw. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.